Event description:
A medtronic representative received a report from a site registered nurse (rn) that while in a cranial procedure, following patient registration, the navigation system became unresponsive. When the site re-started the system, it was showing no signal on both monitors. The rn requested the medtronic representative perform trouble-shooting. The medtronic representative reported the computer fan could be heard and re-adjusted the cable on the back of the surgeon monitor; the navigation system started booting up on both monitors. Normal function was restored after a 20 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. Return requested. Replacement battery shipped to site. The suspect battery was discarded at the site and will not be returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out. Per the medtronic representative, the reported issue could not be replicated. The navigation system was shut down 15 times using the shut down button on the launch screen and power on the system, everything functioned normally. Replaced the ups batteries and performed system check-out, archived the logs. The system is fully functional and ready for clinical use. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial, synergy spine and mach framelink software applications passed. No further issues have been reported.